Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "(surgeon) had some difficulty with the initial case as well." According to the surgeon, "difficulty with a large flap from patch on underside, had to reexplore to remove. Came back in 5 days after discharge with pseudoaneurysm. Patch had torn in different spot. Carotid occluded in followup."

Event description:
According to the initial report, "[surgeon] had some difficulty with the initial case as well." According to the surgeon, "difficulty with a large flap from patch on underside, had to reexplore to remove. Came back in 5 days after discharge with pseudoaneurysm. Patch had torn in different spot. Carotid occluded in follow up."

Manufacturer narrative:
Attempts to obtain the serial number were made with no success. The product was not returned, therefore a direct observation for the reported event could not be made. The patient had a carotid endarterectomy performed by [surgeon]; photofix was used as the carotid patch. It was noted that [surgeon] ¿had some difficulty with the patch at the initial surgery¿. [Surgeon] described the ¿difficulty with a large flap from patch on underside, had to reexplore to remove¿. The date of surgery is not known, but [surgeon] noted that the patient came back 5 days after discharge with a pseudoaneurysm. The date the patient presented to the emergency department with a pseudoaneurysm was documented as (B)(6) 2018. Additional information including patient medical history and surgical notes are not available for consideration in this complaint evaluation. The details on the difficulty [surgeon] had with the initial surgery are unclear. The described patient impact would be considered prolonged surgery. The source of the described difficulty with photofix patch implant, which resulted in prolonged surgery is unknown. The relationship between the prolonged surgery and photofix cannot be determined without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.